Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) basal/bolus infusor device had ruptured during patient use at the hospital. The device was filled with 74ml of 0.2% ropivacaine hydrochloride hydrate, 6ml of 0.75% ropivacaine hydrochloride hydrate, and 20ml of fentanyl citrate. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Additional information the sample was not returned to baxter for evaluation. Therefore, the reported condition of "reservoir ruptured" could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The root cause of this reported condition will be identified/addressed through the CAPA investigation, (B)(4).